Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd discardit¿ ii 10 ml syringe experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: leakage at the plunger of the syringe: liquid/ runs in the plunger, it cannot be guaranteed that the patient is taking the correct amount of medication gets.

Event description:
It was reported that the bd discredit¿ ii 10 ml syringe experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: leakage at the plunger of the syringe: liquid/ runs in the plunger, it cannot be guaranteed that the patient is taking the correct amount of medication gets.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-21. H6: investigation summary a device history record review was performed for provided lot number 2003164 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. Through inspection of the sample, leakage was observed through the plunger rod component. It has been determined that the leakage resulted from damage to the plunger rod. The plunger rod damage was identified through microscopic examination of the plunger component. This type of damage can be produced during the handling of the product through the manufacturing process or within the plunger assembly machine.